Event description:
It was reported that a (B)(6) hispanic female patient underwent primary breast augmentation with two 400cc mentor memorygel breast implants. Post-operatively, the patient elected to have a right breast pocket revision for unspecified reasons. During the surgery on (B)(6) 2022, it was discovered that the right breast implant had ruptured. Subsequently, the patient's implants was removed and replaced with a 400cc mentor memorygel breast implant (catalog: 3504004bc lot: 7597717 sn: (B)(4)).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 8, 2022, mentor became aware that the reason why the patient underwent revision surgery was that they were initially diagnosed with right breast implant malposition. The breast implant had laterally displaced and bottomed out. Reason for device explant and/or reoperation: implant malposition.

Manufacturer narrative:
On march 31, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 400cc breast implant was found to be rupture and received incomplete. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.